Event description:
Customer reported an abo mistype when testing samples with anti-b (murine monoclonal) series 3 on the fwd_abo assay on the galileo. The instrument typed 3 patient samples as ab positive; the samples typed as a positive by another automated method. The samples were tested on a different galileo and resulted a positive.

Manufacturer narrative:
A service call was made. Reagent probe carryover was addressed by re-aligning reagent probe at wash station. Confirmed instrument is operating within specifications.